Event description:
When the surgeon went to remove the port, he found approx 1cm of catheter attached to the port. The catheter fragment had embolized to the pulmonary artery. The problem became apparent when there was reported difficulties in accessing the port.